Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a broken force sensor was detected during seating or regular delivery and keypad anomaly. Customer¿s blood glucose level was 111 mg/dl at the time of incident. Customer stated that they were unable to clear the alarm. The customer also stated that the middle button of the insulin pump was not responding. The customer stated that also the up and down buttons of the insulin pump were not responding. Customer stated the insulin pump was not exposed to a high magnetic field. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Device unable to perform displacement test, rewind, prime , basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error. Unable to determine frozen screen and unresponsive keypad due to critical pump error.